Manufacturer narrative:
Investigation summary: evaluation statement: it was reported the tubing separated below the chamber of dexamethasone infusion that had already completed with leakage. Received from the customer was one used primed secondary set model ms3500-15 lot 20053037. During visual inspection, it was noted that the tubing p/n (B)(4) was completely separated from the drip chamber p/n (B)(4) outlet port. Fluid was observed leaking from the separation. Inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation, or any issues. No functional testing of the returned set was deemed unnecessary due to a separation. A dimensional analysis was performed on the inner diameter (ID) tubing p/n (B)(4). In order to conduct dimensional testing a small portion of the tubing was cut in three different sections near the affected area (tubing to drip chamber outlet port) on set received. The specification for the ID diameter tubing is 0.107¿ inches. The tubing measured to be within specification at 0.107¿ for set received. Device history record for model ms3500-15 lot 20053037 shows that the set was manufactured on 1 may 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Equipment used (measurement performed on 19-sep-20): ram optical instrumentation/eq08204/calibration due date 5-feb-2021; calipers, eq02784, calibration due date: 19-dec-20. Root cause analysis: the customer¿s complaint of tubing separated below the drip chamber, and leaked was confirmed upon visual inspection. The root cause of the separation is due to a combination of factors related to insufficient solvent, and improper assembly due to equipment and/or operator error. Investigation conclusion: the customer¿s complaint of tubing separated below the drip chamber and leaked was confirmed upon visual inspection. No functional testing of the returned set was deemed unnecessary due to a separation. Visual inspection, observed that the tubing p/n 660132 was completely separated from the drip chamber p/n (B)(4) outlet port. Fluid was observed to be leaking from the separation. Inspection under microscope also observed a gap of the tubing not being fully inserted into the drip chamber outlet port and traces of insufficient solvent on the tubing. The tubing was found to be within specification. The issue of tubing leaking from drip chamber outlet port was addressed under trackwise CAPA (B)(4). Although the corrective actions were implemented prior to the manufacturing of this lot 20053037, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing separated, and leaked. The following information was provided by the initial reporter: material no: ms3500-15 batch no: 20053037. It was reported the tubing separated below the chamber of dexamethasone infusion that had already completed with leakage. Customer report form on (B)(6) 2020, while attempting to change patient's (pt) dexamethasone infusion, and the secondary tubing disconnected below the chamber. Infusion was already done, so there was no loss of drug. This is the second time this has happened this month. This also happened on (B)(6) 2020, when a different pt was receiving an iron infusion. The tubing dislodged in the same area, and the iron spilled all over the pt's area and IV pole/pump. The iron spill was cleaned up and bag and tubing with lot number was returned to oncology pharmacy for further review. All bags and tubing were given to the oncology pharmacy for follow up.